Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2317-70, serial/lot: (B)(4), description: infinion cx lead kit, 70 cm.

Event description:
A report was received that the patient was experiencing loss of stimulation and fell twice. High impedances were observed on one of the leads. The physician decided to explant the high impedance lead.

Manufacturer narrative:
Analysis of the returned lead, sc-2317-70 ((B)(4)), revealed that the complaints of the patient losing stimulation and high impedances have been confirmed. Visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
A report was received that the patient was experiencing loss of stimulation and fell twice. High impedances were observed on one of the leads. The physician decided to explant the high impedance lead.

Event description:
A report was received that the patient was experiencing loss of stimulation and fell twice. High impedances were observed on one of the leads. The physician decided to explant the high impedance lead.